Event description:
The intraocular lens was removed and replaced at 5 months post operative due to the pt's complaint of excessive glare. Pt recovered without complication.

Manufacturer narrative:
Device was not received for evaluation. A review of the manufacturing records indicates the device met all manufacturing specifications prior to release.